Event description:
It was reported, that there was right atrial (ra) lead loss of capture observed, on a presenting electrogram (egm). There was an intrinsic atrial beat at the beginning of the egm, and then four beats where there was loss of capture observed. Also, there was farfield oversensing observed, on a specific stored episode. Boston scientific technical services suspected atrial pace and ventricular pace beats were being sensed. In addition, a small increase in pacing impedance was noted. The ra lead is not a boston scientific product. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).